Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml(lot number unknown) at a dose of 370mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy (cp). It was reported that on (B)(6) 2016, the needle dislodged from the fill port septum causing a pocket fill of approximately 10ml of lioresal 2000mcg/ml. The hcp felt that the pediatric patient may have moved and accidentally pulled the refill tubing, causing the needle to pull out of the fill port. This occurred when the hcp turned around to retrieve the drug syringe to fill the pump. The hcp stated that the patient's father was there and was holding the patients hands when he turned back to the procedure. Apparently, the father had not been holding the patient's hands before. When the hcp realized what had occurred, he immediately discontinued the refill and placed the patient in house for observation and oral management for his spasticity. The hcp treated this patient with xanaflex and valium, as oral baclofen triggers seizure activity for this patient. According to the hcp, the patient's pump pocket had a "boggy" feeling around the inferior edge, similarly to before. The hcp stated that the superior margin was visually well identified, but the inferior margin was not, and felt swollen. The hcp was concerned of a possible low grade infection. He did attempt multiple times on (B)(6) 2016 to aspirate possible fluid from the pump pocket without success. He did send the needle tip for culture and sensitivity studies which proved negative. There was no fever, no redness at the pump site. The patient has not had any increased tone like they sometimes do with noxious stimuli. The hcp consulted with the implanting hcp to round on the patient and clinically assess the patient; this was to be done on (B)(6) 2016. The hcp did refill the pump the afternoon of (B)(6) 2016 upon receiving results of culture and sensitivities. He successfully filled the pump with lioresal 2000 mcg/ml and resumed the previous dosing (flex) of basal rate 12.5mcg/hr with bolus of 15mcg at 10 am and 8 pm. The patient was tolerating the dose well and again was not exhibiting any signs or symptoms of infection, despite the inferior margin of pump site feeling boggy. The intent was to discharge the patient after the implanting physician has seen him. At the time of this report, the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.